Event description:
It was reported that the patient's blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod and correctional boluses.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found the bottom and middle battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. The download data showed that an 0x50 alarm had been generated by the pod, indicating that the pod timed out during saw calibration. Corrosion was observed on the pcb assembly, catch beam, mechanism rails, commutator cap, and on the top and bottom batteries. During fluid path testing, a tear was found on the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. It could not be determined if the corrosion or internal leak contributed to the 0x50 alarm. The exact cause of the 0x50 alarm could not be determined. The internal fluid leaking prevented the proper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.